Event description:
It was reported that during a lap hysterectomy the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2023. D4 batch #: x96495. This is an analysis of a set of images submitted for evaluation. Image 1(pc-0013250411): the image provided by the customer is that of the distal jaw of what appears to be a har instrument. No damage can be observed. Image 2(pc-0013250412): the image provided by the customer shows a har36cn instrument with no apparent damage. Image 3(pc-0013250413): the image provided by the customer shows a har handle. The batch and serial can be observed as x96495. The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11.  The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were noted.   Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch x96495, and no non-conformances were identified.